Event description:
It was reported that the customer was assisted by the paramedics but refused to go to the hospital. Customer stated that the pump never registered lower than 67 mg/dl and did not shut the basal off. Customer's blood glucose level was 18 mg/dl. Customer bolused for a meal that he was not able to eat due to distractions at work. Customer treated with food and glucose tablets. Customer has been experiencing low blood glucose levels for about half hour before the paramedics were called. Customer's blood glucose level was 13 mg/dl at the time the paramedics assisted him. Customer was not admitted to a hospital. Customer stated that the sensor readings are sometimes 50-60 points inaccurate to the fingerstick. Customer received 2 doses of glucagon and ate food. Customer's blood glucose level was up to 100 mg/dl. Customer was released to go home. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-06078.